Event description:
It was reported that at the four week post-op appointment, the patient mentioned that the implantable neurostimulator (ins) pocket site felt sore, slightly red, tender, and that ¿it didn¿t feel right¿. At the time, there was no redness or fever, and the physician believed that was normal and attributed that to surgery. Two weeks later, the ins was activated. The same day, the physician was notified that the patient had an infection at the pocket site. A complete system explant was done the next day. It was reported that there were no complications post-explant. Follow-up is being conducted for clarification relating to the infection. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).